Manufacturer narrative:
The customer's glidescope video baton 2.0 large and glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned devices and confirmed the reported image failure. The technical service representative connected the customer's video baton 2.0 and core smart cable to a known, good, test core monitor and the image showed a split screen whenever the connection between the video baton and smart cable was wiggled. A known, good, test video baton 2.0 and a known, good test core monitor were connected to the customer's core smart cable and the image was stable. The customer's video baton 2.0 was connected to a known, good, test smart cable and a known, good, test monitor and the image showed a split screen. The camera image quality test was performed on the video baton 2.0 and failed. The technical service representative attributed the image failure to the video baton's damaged connector. Since no repairs are available for the glidescope video baton 2.0 or the glidescope core smart cable the devices were scrapped and replacements were sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope core operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would flicker in and out. The customer stated that the connection between the glidescope video baton 2.0 large and core smart cable was "loose". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.